Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) had a radio frequency ablation, and the device went off. Patient wanted to know patient can get an injection without a risk. Ts discussed magnet used and explained injections does not cause inappropriate shock. This ICD remains in service. No adverse patient effects were reported.